Event description:
On (B)(6) 2025 a patient underwent a port placement procedure using powerport isp MRI. During the procedure the catheter was allegedly found fractured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation, one electronic photo and two x ray image were provided and reviewed. Complete break was noted on the distal end of catheter and catheter segments were missing in the photo. Blood residues were on the device. The x ray depict the device having been placed via a right jugular access. In the first image the catheter is fractured just before its arc in the neck. The second image shows the distal segment having migrated to the left pulmonary artery. Therefore, the investigation is confirmed for the reported fracture and identified material separation and migration issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h1, h6 (patient, device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a port placement procedure using powerport isp MRI. During the procedure the catheter was allegedly found fractured and migrated to the left pulmonary artery. The procedure was completed by using another device. The current status of the patient is unknown.